Event description:
It was reported that a patient being treated for compartment syndrome to right hand with pico device has reported green fluid starting to go through tubing of pico device. The patient had a long incision to right elbow with skin graft on upper wound. It was noted the patient had condition while out of the country and was receiving npwt with larger unknown device. When patient returned to us one week ago, she received surgery where they applied 2 separate pico devices and combined the pico dressing. Patient unsure what is beneath pico dressings or how they were applied. Same dressings had been in place for 1 week since surgery and skin graft.